Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia¿ 60mm articulating vascular/medium reload opened by the account. Visual examination of the reload noted that it was partially fired to the 5 cm cut line with the jaws open. Functionally, the reload was loaded into a pmv representative instrument (idrive ultra powered handle 1) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a laparoscopic colectomy, the device stopped firing after advancing 1cm. The surgeon pressed the blue toggle again, however, the device did not start the fire. After releasing the jaws, a second reload was attempted to attach to the adapter, but the device did not calibrate. Then the battery was removed and reinserted, and the status indicator displayed solid blue lights. A manual device was used to complete the case. There was no injury or adverse event reported.